Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I es (tropi es) result was obtained from a single patient sample using vitros troponin I es reagent lot 5930 on a vitros 5600 integrated system. The result was considered higher than expected when compared to a vitros high sensitivity troponin (hstni) result and a non-vitros roche method result. The assignable cause of the event cannot be determined with the information provided. Historical qc fluid data revealed accuracy concerns specifically with level 1 qc fluids. Additionally, the customer does not process a control fluid with a troponin I concentration at or below the url. Therefore, the performance of the vitros tropi es reagent lot 5930 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. Within-run precision testing on the instrument was not performed upon request. Consequently, no assessment of the instrument's performance at the time of the event was made. Therefore, it cannot be confirmed that the instrument was operating as intended, and unexpected instrument performance cannot be completely ruled out as contributing to the event. However, an instrument issue is not a likely contributor, as an expected vitros hstni result was obtained for the patient on the analyzer. It was not possible to determine if the customer was following the sample collection device manufacture's recommendation for sample centrifugation based on the information provided, consequently, improper pre-analytical sample handling could have contributed to this event, although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5930.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected troponin I es (tropi es) result was obtained from a single patient sample using vitros troponin I es reagent lot 5930 on a vitros 5600 integrated system. The result was considered higher than expected when compared to a vitros high sensitivity troponin (hstni) result and a non-vitros roche method result. Patient 1 vitros tropi es result of 0.067 ng/ml versus the expected non-vitros roche troponin I result of 0.003 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es result of 0.067 ng/ml was reported from the laboratory however, a corrected report was later issued. No treatment was altered, initiated or stopped based upon the reported result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).